Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2016-00969 submitted on 2/11/2016 was submitted as a duplicate of manufacturer report number 1314492-2016-00942 submitted on 2/12/2016. Manufacturer report number 1314492-2016-00969 is a duplicate report and can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.